Manufacturer narrative:
Batch review performed on 12 january 2022. Lot 179114: (B)(4) items manufactured and released on 26-mar-2018. Expiration date: 2023-mar-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 other similar reported event. Additional devices involved: batch reviews performed on 12 january 2022. Reverse shoulder system 04.01.0177 glenosphere screw (k170452) lot 189743: (B)(4) items manufactured and released on 31-oct-2018. Expiration date: 2023-oct-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Reverse shoulder system 04.01.0154 glenoid baseplate ø27x15 (k170452) lot 184562: (B)(4) items manufactured and released on 17-apr-2019. Expiration date: 2024-apr-01. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medacta medical affairs director: almost 2 years after rsa, the glenosphere fixation screw is found detached and the glenosphere is loose. At revision, it appears that one of the baseplate fixation screws could not be fully inserted at primary surgery, and this must have prevented the glenosphere to sit properly on the taper spigot. We don't know what prevented the baseplate fixation screw to be fully seated, but it is very likely that this is the root cause for the failure of coupling.

Event description:
Revision surgery performed about 1 year and 10 months after the primary surgery because glenosphere screw slipped out. Glenosphere, liner and one polyaxial locking screw (l34 to l30) revised and retighten the other polyaxial screws. The surgeon commented that one polyaxial locking screw may not have been inserted firmly and the screw head may have interfered with the fixing of the glenosphere.

Manufacturer narrative:
The visual inspection was performed on 11th april 2022 by medacta r&d shoulder manager: mild circumferential signs are visible on the convex backsurface of the glenosphere, probably due to friction with a peripheral glenoid screw. It is not possible to state whether the screw was positioned proud form the baseplate after the primary surgery or it backed out in the following months. The glenosphere screw shows circular scratches on the outer surface and is eccentrically worn out on one side, probably due to friction with the glenosphere bore following implant dissociation. The head of the peripheral glenoid locking screw is damage; in details, the superior surface of one winglet and of the inner screw is worn due to friction with the glenosphere backsurface. No action is suggested.